Event description:
In this event it was reported that an estylus handpiece attachment became hot while in use; no injury resulted.

Manufacturer narrative:
The device involved was returned and evaluated and the issue was duplicated in testing. Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was returned and evaluated and the set/tail/head assembly and the sealing o-rings had normal wear.